Event description:
Facility reports that while the pt was sleeping a leak occurred from their transfer set. Pt then discovered that the tubing had come apart at the open/close flow switch. The facility then treated the pt with prophylactic antibiotics of one time dose of 2g of vancomycin. The pt is currently asymptomatic of peritonitis. Pt is new to pd and their transfer set had only been on for one week. Sample is available for eval.